Event description:
The customer stated after performing the study, the customer is observing some discrepancies between the axsym digoxin ii and digoxin iii assays. For example, the customer received the following result for a pt sample. Digoxin ii 0.71 ng/ml; digoxin iii 1.12 ng/ml. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.